Event description:
It was reported that during a procedure, the jaw would not to open after the device was fired on the duodenum at the first firing. The operation was converted into an open surgery and the duodenum was manually released. The deployed staples were formed properly. Although the knife returned 2/3 to the home position, the manual release lever and the firing trigger were non-functional. Reinforcement material was not used. The cartridge was proper for the thickness of the target tissue. There were no adverse consequences to the patient. When the operation video was checked after the operation, the device was seemed to have been clamped on a clip. Additional followup: the patient had the cancer, it became advancing lymph node metastasis. The operation was difficult to continue at laparoscopic surgery, so the operation was converted. It was within the scope of the assumption. Now the patient is getting well.

Manufacturer narrative:
(B) (4). (B) (4). Jammed clip the ec60 device was returned with the closing trigger and anvil closed. A reload was received fully fired and loaded on the device. Upon further inspection of the device, a clip was found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The clip was removed and the device was tested for functionality with a test reload; the device achieved a complete 3-strokes fire without any difficulties noted. The cut was noted to be jagged due to a damaged knife. The device opened and closed without difficulties. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.